Event description:
Healthcare professional reported "rupture¿ via mammogram and ultra sound. Later healthcare professional reported "prominent implant fold" and "cysts" via ultrasound and mammogram. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture¿ via mammogram and ultra sound. Later healthcare professional reported "prominent implant fold" and "cysts" via ultrasound and mammogram. This record is for the left side. The device was explanted and replaced with non abbvie.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ cyst: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
The device was explanted and replaced with non abbvie.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.